Event description:
Hl rod broke intra-operatively on two separate occasions while surgeon was using coronal benders to achieve correction. It broke once at bottom of the construct and again at the middle of the construct. It was then replaced with s-rod and the same thing happened- it broke while he was coronal bending near the bottom of the construct. An open/closed wedding band was then used to attach broken piece of rod in order to avoid replacing full rod again.